Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery hand piece device jammed and overheated . This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date of this report was inadvertently documented as jan 12, 2017 in the initial report. It has been updated as jun 12, 2017 to reflect the correct information. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearing on the device was not functional, defective, and rough running. It was further determined that the hand piece had a worn out tool coupling and severely worn out bearings due to lack of maintenance which caused the hand piece to run rough. It was further determined that the device failed pre-test for marking and labeling, check for leakage, check the attachment coupling and free moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.